Event description:
It was reported that the pt underwent a c-section in 2001, and absorbable sutures were used to close the abdomen. It is reported that as soon as the anesthesia wore off, the pt experienced pain and burning at the suture line. Pt was hospitalized for five days during which time, pt was given unspecified pain medication to treat the incisional pain. In 09/2001, the pt developed large "lumps" on the right side of the incision, which burst and drained pus. Pt was referred to a surgeon for treatment and in 09/2001, underwent surgery along the suture line and 2 unabsorbed sutures were removed, due to abscess and inflammation. The pt continued to experience pain and was reportedly bedridden throughout the rest of 2001. In 03/2002, pt had a second surgery to remove more sutures from abscessed areas. In 03/2003, pt still experienced pain and arranged to see another surgeon, who recommended another surgery to remove scar tissue and sutures. This surgery was performed and another abscess was found along with scar tissue. Pt continues to experience pain and requries pain medication.